Event description:
It was reported, an increased threshold was observed on the right ventricular (rv) lead. Autocapture was programmed on to resolve the event. The patient was stable and will continue being monitored.